Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing procedure, the 8mm fenestrated bipolar forceps instrument was found to have a damaged insulated cable. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was found to have no replication or confirmation of the customer-reported complaint during failure analysis. The instrument demonstrated no physical damage and no issues were detected during testing. The customer-reported complaint could not be replicated or confirmed. Additional observations not reported by site: the instrument was observed with insulated cable damage while sterilization. System testing showed no issues with instrument recognition, engagement, motion behavior, or continuity performance. The probable root cause of the customer reported issue could be attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.